Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-60482 is a concomitant. Please refer to manufacturer report number 2016493-2025-60482, which captured the correct suspect device per investigation report.

Event description:
It was reported that during low flow rate medications such as pitocin, clinicians are receiving occlusion alarms. There was patient involvement but no harm. Additional information was received following customer discussion with the manufacturer clinical practice consultant. It was reported the pitocin is run as a primary infusing and connected to the distal port of another primary maintenance line through a peripheral IV. The initial rate of infusion is 1ml/hr and titrates up. The maintenance line is infusing at a rate of 125ml/hr. While the pitocin is infusing at 1ml/hr, the pump will alarm occluded. Once the pitocin is increased above 1ml/hr, the occlusion alarms stop.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during low flow rate medications such as pitocin, clinicians are receiving occlusion alarms. There was patient involvement but no harm. Additional information was received following customer discussion with the manufacturer clinical practice consultant. It was reported the pitocin is run as a primary infusing and connected to the distal port of another primary maintenance line through a peripheral IV. The initial rate of infusion is 1ml/hr and titrates up. The maintenance line is infusing at a rate of 125ml/hr. While the pitocin is infusing at 1ml/hr, the pump will alarm occluded. Once the pitocin is increased above 1ml/hr, the occlusion alarms stop.